Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implant date: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had the following issues; high thresholds, variable thresholds, high impedance, variable impedance, polarity switch, oversensing, oversensing of noise, myopotentials and fracture. The lead was reprogrammed off and remains in patient. No patient complications have been reported as a result of this event.